Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services an 03/23/2018 stating that this lead was exhibiting some elevated pacing threshold measurements and some of the vectors were showing negative numbers. The following physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).